Manufacturer narrative:
It was reported that a patient with and implantable cardioverter defibrillator (ICD) placement underwent an idiopathic ventricular tachycardia ablation procedure with two (2) thermocool smarttouch sf, a decanav electrophysiology catheter and a webster¿ electrophysiology catheter with auto ID and the patient experienced cardiac arrest that required cardiopulmonary resuscitation (CPR). Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and force and magnetic sensor errors (105 and 106) were observed due to an open circuit in the tip area. A microscopic examination of the peek housing was performed and insufficient adhesive application on the wires inside the tip was observed. No other issues or anomalies were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force and magnetic sensor errors observed were not related to the adverse event reported. The potential cause for the open circuit causing the 105 and 106 errors could be related to the insufficient adhesive observed, however, this could not be conclusively determined. The root cause of the adhesive condition is traced to the manufacturing process. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. No device malfunction was reported by the customer therefore, the observed failures could be related to the manipulation of the device after procedure however, this cannot be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being performed to investigate the force issues. Explanation of codes: investigation findings: open circuit (c0205), manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) and adhesive (g0405201) were selected as related to the open circuit and insufficient adhesive on wires in the peek housing area that was identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported adverse event and current leakage issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31371890l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient with and implantable cardioverter defibrillator (ICD) placement underwent an idiopathic ventricular tachycardia ablation procedure with two (2) thermocool smarttouch sf, a decanav electrophysiology catheter and a webster¿ electrophysiology catheter with auto ID and the patient experienced cardiac arrest that required cardiopulmonary resuscitation (CPR). First, it was reported that both the carto 3 and the recording system displayed noise on the body surface lead signals. The staff told the bwi representative that multiple leads were not able to be clamped and secured to the patient electrode patches. The 12 lead cable was replaced and the issue resolved. During the same procedure, it was reported that a current leakage 7 displayed on the carto 3. The cables and catheters were disconnected and reconnected to the patient interface unit. The error re-appeared when the ablation catheter was connected. The ablation catheter interface cable was exchanged without resolution. The catheter was replaced and the issue resolved. The case continued. It was also reported that after leaving the facility, the staff called the bwi representative and notified them that the patient was not hemodynamically stable and CPR was being performed. The patient was being transported out of the electrophysiology (ep) lab when the event occurred. No ablation was performed during the procedure. The bwi catheters inserted into the patient was dcanav, quad catheter, two (2) thermocool smarttouch sf. The customer's reported noise and current leakage issues are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote.

Manufacturer narrative:
On 31-oct-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).